Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 37-year-old female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gastric bypass, obesity, hypertension, rhesus antigen positive, cramp in lower abdomen, fever, discharge vaginal, heavy periods, anemia, vitamin b12 deficiency, weight loss, diarrhea, hernia repair, penicillin allergy, low back pain, multigravida, abdominal pain, human chorionic gonadotropin negative, menorrhagia and pelvic adhesions. Previously administered products included for an unreported indication: ibuprofen, hydrocodone and cephalosporin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), headache ("headache") and post procedural complication ("post procedural complication"). The patient was treated with surgery (robotic assisted laparoscopic supracervical hysterectomy with diagnostic laparoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, anaemia, psychological trauma and urinary tract infection had resolved and the headache and post procedural complication outcome was unknown. The reporter considered anaemia, headache, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for bleeding, urinary tract infection and headache. Discrepancy noted: essure insertion date as per mr is (B)(6) 2008. Right side: 7 trailing coils lot number: 626213 manufacturing date: 2007/11 expiration date: 2009/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pelvic pain ("pelvic pain female"), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), headache ("headache") and post procedural complication ("post procedural complication"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, pelvic pain, anaemia, psychological trauma and urinary tract infection had resolved and the headache and post procedural complication outcome was unknown. The reporter considered anaemia, headache, medical device removal, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for bleeding, urinary tract infection and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: previously reported event ¿injury¿ was deleted. The events ¿medical device removal¿, ¿pelvic pain¿, ¿anemia¿, ¿psych injury¿, ¿urinary tract infection¿, ¿headache¿ and ¿post procedural complication¿ were added. Patient date of birth was added. Reporter information was added. Case category changed to valid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in a 37-year-old female patient who had essure (batch no. 626213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, gastric bypass, obesity, hypertension, rhesus antigen positive, cramp in lower abdomen, fever, discharge vaginal, heavy periods, anemia, vitamin b12 deficiency, weight loss, diarrhea, hernia repair, penicillin allergy, low back pain, multigravida, abdominal pain, human chorionic gonadotropin negative, menorrhagia and pelvic adhesions. Previously administered products included for an unreported indication: ibuprofen, hydrocodone and cephalosporin. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection"), headache ("headache") and post procedural complication ("post procedural complication"). The patient was treated with surgery (robotic assisted laparoscopic supracervical hysterectomy with diagnostic laparoscopy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, anaemia, psychological trauma and urinary tract infection had resolved and the headache and post procedural complication outcome was unknown. The reporter considered anaemia, headache, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: treatment given for bleeding, urinary tract infection and headache. Discrepancy noted: essure insertion date as per mr is (B)(6) 2008. Right side: 7 trailing coils. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received: " previously reported event medical device removal deleted and event pelvic pain female made medically significant and intervention required due to surgery. Reporter, lot number, medical history, historical drug, essure removal date and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.